Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Unique identifier - UDI # - (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04081 / 03041).

Event description:
Patient underwent right total shoulder arthroplasty and 10 days post-implantation experienced 1 mm of glenoid radiolucency in zones 1 and 4 along with pain. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent a right total shoulder arthroplasty. Subsequently, ten days post-implantation the patient experienced glenoid radiolucency along with pain. The patient further reported pain at approximately three months and one year post-operatively. No revision has been reported to date.